Event description:
It was reported that the device was dropped, and subsequently, the atrial sensitivity tested out of specification during a device check by the biomedical engineer. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found that the battery drawer was broken. It was also noted that the upper case, lower case, and lead flex cover were broken, and the ring was bent.